Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit has failed the rate test. There was no patient involved.

Manufacturer narrative:
Additional information received from the customer. The unit was returned to the service center and the customer's complaint could not be duplicated. The unit passed for rotor cycle timing and accuracy and readings were within specification. No errors were observed during operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit has failed the rate test. Per additional information received from the customer, the volume to be delivered was set to 30 ml and the actual volume delivered was 21 ml.